Manufacturer narrative:
Clarification to e.1. Facility information: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "injector malfunctioned and the product was not implanted correctly and it was not possible to correct the implant" in unknown eye. Device not returned. Surgery was completed with backup device. No eye injury reported.